Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper and stoma site infection are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, the patient had an upper gi and endoscopy which showed a malfunction in the gastrostomy tube. The physician attempted to manually remove the tube but was unable to. The wife stated that the peg tube had grown into the stomach and he had a buried bumper. The patient was referred to another surgeon who will remove the tubing. One week later, the new tubing would be placed. The wife stated the tubing was being replaced due to continuous drainage and a stoma infection. He had been treated with 2 different antibiotics with no results. On (B)(6) 2018, the physician's office provided the endoscopy procedure results," the esophagus was normal. There was an eroding gastrostomy tube in the gastric body. There was a buried bumper system completely buried in the gastric wall. Purulent discharge was visible."